Manufacturer narrative:
Additional information: (name and email). Evaluation summary one sample was received for evaluation and the reported event of a defective lcd display was confirmed. The product is used in treatment. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a defective lcd display. The customer indicated that there was no allegation of patient death or serious injury.